Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Anterior chamber inflammation, pain, elevated iop, and peripheral anterior synechiae are listed in the device labeling as potential adverse events. This report is for the patient's left eye, refer to MDR# 3016075957-2022-00103 for the right eye. The manufacturer internal reference number is: (B)(4).

Event description:
A patient underwent cataract surgery with hydrus microstent implantation on (B)(6) 2022 in the right eye. The patient was symptomatic for a ¿dull ache¿ in the right eye, postoperative inflammation, and elevated iop despite being medicated (exact date of exam is unknown). Based on experience with the contralateral eye, the surgeon was concerned about possible peripheral anterior synechiae and referred the patient out to a glaucoma specialist for further evaluation.